Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that insulin pump was squirting out insulin. Customer's blood glucose was 400 mg/dl, which was treated with manual injection. Customer reported that blood glucose was treated with bolus delivery and blood glucose remained high. It was found that the infusion set caused insulin to squirt out. Customer declined troubleshooting for high blood glucose. Customer would treat with manual injection and continue to monitor blood glucose.